Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify battery power loss alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.